Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician employed the use of an in.pact pacific balloon for treatment in the superficial femoral artery. The device was prepped as per IFU without issue. It is reported a balloon twist occurred. No rewrap issue were noted. Another dcb was used to complete the procedure. No patient injury was reported. Please note that this device in.pact pacific pta balloon catheter is not marketed in the united states; however, the device is deemed the same as the united states marketed device in.pact admiral pta balloon catheter.

Manufacturer narrative:
Device analysis: the device was returned for evaluation. A visual and a tactile inspection was carried out on the returned device and the balloon was inspected. A twist was found at 30mm from the proximal welding of the balloon. At 1cm from the tip, the balloon was a little bit scrunched. The device was flushed and a 0.018¿ guide wire through the device was successfully advanced. During the analysis, negative pressure was applied with a manometric syringe on the balloon. The purging test passed since no bubbles emerged in the water column. Afterwards, the balloon was inflated. At 2 bars, winkles and a change in profile were visible in correspondence to the twisted point. At 4 bars, wrinkles were no longer visible. The change in profile was still slightly present. At 7 bars, wrinkles and the change in the balloon profile were no longer visible. At 14 bars, wrinkles and the change in the balloon profile were no longer visible. No twist on the guide wire lumen was observed. After the inflation test, the balloon was successfully deflated. If information is provided in the future, a supplemental report will be issued.